Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (summary): it was reported that on (B)(6) 2026, a hamilton-c1 ventilator, while in use on a patient, unexpectedly entered the ambient state. As a result, use of the affected ventilator was discontinued, and the patient was transferred to another ventilator. No patient, user, or third-party harm was reported. The investigation to verify the allegation is still in progress.